Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was bent resulting in difficulties charging the pump. Usb cable has to be manipulated in order to charge the pump. Customer¿s blood glucose was 240 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.